Manufacturer narrative:
Lock bar assembly handle.

Event description:
It was reported by service report that the lock assembly handle broke off on the cot fastener system. No pt involvement or adverse consequences are reported.